Event description:
On (B)(6) 2010, a (B)(6) male pt was taken to the cath lab for elective placement of a medtronic aorto-uniliac stent graft inside of a pre-existing aortic bifurcation stent graft due to an endoleak. During the same procedure, the pt received a right-to-left femorofemoral arterial bypass graft using a gore propaten vascular graft (stretch removable ring) due to a left iliac occlusion. The procedure was completed and the pt left the cath lab with pulses detected in the left leg. It was reported to gore that on (B)(6) 2010, the pt had palpable pulses in the left leg and the dressing on the left groin was bloodier than usual. Later that same day the pt's condition deteriorated and the left leg went cold and was without pulses. The pt was taken to the operating room emergently and the left groin incision was re-opened. A large hematoma was observed. It was reported that the distal portion of the graft, where the rings had been removed, was completely disrupted (transected), approximately 1 cm proximal to the anastomosis. The blood was flowing from the distal section of the graft which was anastomosed to the left common femoral artery. After the bleeding was controlled, the central portion of the gore graft was explanted. It was further reported that a non-gore vascular graft was implanted to replace the gore propaten vascular graft (stretch removable ring). It was reported that the pt was going into shock during the reoperation. The pt left the operating room with pulses in the left leg but was not doing well. On (B)(6) 2010, the pt expired. Apparently, according to the nurse, the pt had pulses in the left leg up to the time of death.

Manufacturer narrative:
Device eval anticipated, but not yet completed. Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg records for the device verified that the lot met all pre-release specifications.